Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated that his previous pulse generator from (B)(6) 2007 "damaged him really bad." He then stated that it damaged the left side of his heart and it can't be fixed. The patient also stated he has been sick over the last years and that he is "so afraid about it." He kept repeating that his pulse generator "damaged him really bad" and that "it is wrong what it has done to him." The patient stated that he can barely walk and barely breathe now. He said he is so worn out and that he is "afraid of the device."